Event description:
It was reported that: "14 march 2025, hoarseness and bilateral vocal cord relaxation occurred after thoracoscopic and laparoscopic combined radical resection of esophageal cancer under general anesthesia. They improved before discharge on (B)(6) 2025."

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Qn#(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that: "on (B)(6) 2025, hoarseness and bilateral vocal cord relaxation occurred after thoracoscopic and laparoscopic combined radical resection of esophageal cancer under general anesthesia. They improved before discharge on (B)(6) 2025.".